Event description:
New information received indicates that it was high pacing lead impedance was observed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a dependent patient presented in-clinic, high lead impedance was observed. The lead was capped and replaced on (B)(6) 2017. The patient was discharged.